Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (60-80 mg/dl). Reportedly, the customer's health care professional is working with the customer on adjusting the pump settings. Customer consumed carbohydrates to address low bg levels.